Manufacturer narrative:
H 3: evaluation summary: a review of the device history record (DHR) could not be conducted because a lot number was not provided. A picture was provided by the customer for evaluation. The reported condition was observed in the picture; the connector is detached. A sample without the original package was received for evaluation. After performing a visual inspection, the reported condition was observed in the sample provided. The reported issue was confirmed. The analysis performed concluded that the main root cause is a workmanship issue. A detached connector is a condition generated when an operator fails to complete an assembly or fails to follow the predetermined process steps to assure a complete assembly. Changes have been made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have a better control over the assembly process. Implementing a new solvent dispenser will provide for a better handling of the solvent. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the port on the nasogastric tube had broken while in use, resulting in the tube needing to be repaired. The port that attaches to the pump set came out exposing an open end. Slight leakage was reported. There was no harm to the patient.